Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used to clip a polyp. The physician deployed the clip onto the tissue site and the clip would not release from the deployment device. The physician stated they could not wiggle the device from the endoscope or the tissue. The physician had to tear the clip from the tissue. There was no allegation that further damage to the tissue site occurred due to the removal of this clip. It is believed that the procedure was completed with a device made by another company to finish the originally planned procedure; intervention was not required. The endoscopy tech confirmed the pt was doing okay after the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire did not separate inside the handle however, the drive wire was not visible in the catheter component indicating the hook has broken at the distal end of the drive wire. The clip was removed and the broken portion of the hook was located within the clip housing. Therefore all device pieces are accounted for. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Two (2) unused devices were returned in a sealed pouch the foam tip protector was correctly in place. An increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. Each device was advanced into an olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in a maximum retroflexed positon to simulate a worst case position. The clip was successfully deployed on simulated tissue by applying an expected amount of force to the handle spool. Therefore these devices functioned as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (ie, difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of drive this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.